Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e plus blood collection tubes, the device experienced clotting/micro clots/fibrin clots. This event occurred once. The following information was provided by the initial reporter. The customer stated: fibrin clots in samples. I would like to reach out to a product specialist about edta evacuated blood collection tubes. We use the vacutainer line of k2e tubes for the development of our in vitro diagnostic assay which heavily relies on a homogenous sample. However, we have noticed an increased number of fibrin clots in samples from both our clinical sites as well as samples drawn internally. Our primary concern is the clotting in our internal samples, as we believe we follow good venepuncture routines: we noticed a pattern of clotting over time. For the particular study that concerns us we used the 10 ml k2e tube with a ref no. (B)(4) and lot number 0268325, as well as the 6 ml k2e tubes ref no (B)(4) lot no 2066656. Samples were collected as described above. No hemolysis or anything else unusual was noted during the collection of the samples. Multiple tubes were drawn from the same donor and the samples were randomized so the draw order wouldn¿t affect the results. The samples processed shortly after venesection and 3 days after venesection were homogenous and of good quality. Sticky fibrin clots were observed from day 5 onwards in some but not all of the samples.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to clotting or fibrin was observed. 100 retained samples were visually checked and no blank tubes were found. Additional clinical testing was performed on retained samples: there were no difficulties encountered during blood collection and all retained tubes appeared to exhibit proper fill. Bd was not able to duplicate or confirm the customer¿s indicated failure mode, clotting/fibrin, because the defect was not evident in the testing of the retained lot samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has not been confirmed based on the testing of the retained samples. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to clotting/fibrin were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. H3 other text : see h.10